Event description:
A falsely elevated potassium (k) result was obtained on a patient sample. The patient result was not reported to the physician. The sample was repeated on an alternate dimension vista instrument and a lower result was obtained. Patient treatment was not altered or prescribed on the basis of the falsely elevated k result. There was no report of adverse health consequences as a result of the falsely elevated k result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated k result is unknown. A siemens healthcare diagnostics customer service engineer was dispatched to the site. The system was examined and no obvious malfunctions were identified with the instrument. The instrument is performing within specifications. No further evaluation of the device is required.